Event description:
A report was received that the patient was experiencing extreme itching in the areas she feels the tingling sensation. The physician prescribed the patient with benadryl for the itching and it helped the patient a lot.

Event description:
A report was received that the patient was experiencing extreme itching in the areas she feels the tingling sensation. The physician prescribed the patient with benadryl for the itching and it helped the patient a lot.

Event description:
A report was received that the patient was experiencing extreme itching in the areas she feels the tingling sensation. The physician prescribed the patient with benadryl for the itching and it helped the patient a lot.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #:sc-2218-50e, serial #: (B)(4), description: trial linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the patient's trial lead was explanted. The patient underwent an allergy test. The result is not available at this time. It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing extreme itching in the areas she feels the tingling sensation. The physician prescribed the patient with benadryl for the itching and it helped the patient a lot.

Manufacturer narrative:
Additional information was received that the physician believed itching was device related because the symptoms has been resolved since it was taken out. The explanted devices were not returned to bsn as they were discarded by the medical facility.

Manufacturer narrative:
Additional information was received that the patient had an allergy test which revealed that the patient was allergic to metal and nickel. The patient was advised not to move forward with the permanent implant of the scs system.